Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission. The crt-d exhibited nonsustained ventricular oversensing due to post-paced t-wave oversensing on the ventricular channel, observed on stored egm. The patient did not receive therapy during the oversensing. Programming changes to decrease ventricular sensitivity were suggested. The physician decided to make no programming changes and would continue monitoring.